Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691- 2021- 05834 for the sheath and 2015691- 2021- 05134 for the delivery system. A review of provided imagery did not reveal any relevant information for the 1st valve. The valve was returned to edwards lifesciences for evaluation crimped on the inflation balloon with outflow end supported with flex tip. The returned devices were visually inspected. The inflow struts were slightly flared outward. All the struts were exposed through the skirt, it was normal after crimped and used. Post-expanded valve, the frame was distorted/canted. All struts remained exposed through skirt, and it was normal after crimped and used. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. No functional testing was performed due to device return condition. No dimensional testing was performed due to device return condition (frame distorted/canted). Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the related work order valve. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A product risk assessment was previously performed to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint for ''general risks - failure - frame damage'' was confirmed through the device evaluation. No manufacturing non-conformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during the insertion of the delivery system, initially the valve advanced through the esheath but was unable to navigate into r cia and an unexpected stenosis just after bifurcation of iliac artery at site of tortuosity was noticed. The delivery system with the crimped valve was removed, and during inspection, it was seen the valve was distorted''. Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Vessel narrowing and tortuosity can create a challenging pathway during the delivery system (with crimped valve) inserted through the sheath, and it could lead to high resistance and push force. So, if excessive force was applied to overcome the resistance, it can lead to frame damage. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (vessel narrowing/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed for the commander delivery system, device preparation manual, and procedural training manual and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra has previously been initiated to capture the product risk assessment, and CAPA has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the insertion of the delivery system, initially the valve advanced through the esheath but was unable to navigate into right common iliac artery (rcia) and an unexpected stenosis just after bifurcation of iliac artery at site of tortuosity was noticed. The delivery system with the crimped valve was removed, and during inspection, it was seen the valve was distorted. A new 14f esheath was delivered inside the deployed 26mm s3u valve for hemostasis as bleeding from the iliac was now evident on angiography. Balloon angioplasty with pigtail and a bav with 22mm non-edwards balloon x1 was used to achieve hemostasis. A third non-edwards valve, was prepared and delivered in good position in the annulus.